Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead the lead insulation was damaged with the introducer. A second rv lead was positioned and exhibited high impedance and under fluoroscopy it appeared that the helix did not fully extend. This lead also displayed insulation damage while passing through the lead introducer. An alternate rv lead was eventually placed. Additionally the pacing lead utilized for his-bundle pacing encountered helix damage while repositioning. This lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix was damaged/ bent. No insulation breach or buckling was observed. The introducer test was also performed, the lead passed through the introducer without obstruction. If information is provided in the future, a supplemental report will be issued.